Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 for programming changes were made.

Event description:
Correction programming changes were made to address the oversensing.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.